Manufacturer narrative:
Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. There is no evidence at this time that there is a device deficiency related to this event. A supplemental report will be sent if a deficiency is identified during eval. An arrhythmia (bradycardia at 16 bpm) was first detected by the lifevest at 01:35:16 on (B)(6) 2013. The first treatment (01:36:06) converted bradycardia to asystole with intermittent cardiac activity. Ventricular tachycardia (110 bpm) was detected at 01:51:25. The second treatment delivered (01:52:09) converted ventricular tachycardia to asystole. CPR artifact in the post-treatment ECG recordings indicates the presence of bystanders. The response buttons were not pressed during the entire event. From the first arrhythmia detection (01:35:16) to the time the electrode belt was disconnected (02:52:08) the device produced 20 alarms instructing bystanders to call for help. The lifevest operated according to its specs. Post-shock asystole is a known risk of defibrillation. Monitor sn (B)(4); electrode belt sn (B)(4), MFR date: 06/2013.

Event description:
A zoll logistics coordinator contacted zoll customer support on (B)(4) /2014 to report that a (B)(6) y/o female pt passed away. The pt's sister contacted zoll logistics on (B)(6) 2014, to report that the pt passed away on (B)(6) 2013 between 1:00am and 3:00am at home and that the pt was treated during that time. A review of the pt's flag data and ECG data shows two treatment events and several asystole recordings on (B)(6) 2013 between 1:30am and 2:30 am. Based on the data from the device, it is likely the death was on (B)(6) 2013. Zoll has not been able to confirm either date as the date of death. The pt received two treatments. Both of the treatments resulted in post shock asystole. Post-shock asystole in a known risk of defibrillation. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. There is no evidence at this time that there is a deficiency related to this event.